Event description:
Customer alleges that the last inch of the probe broke off inside patient. The physician was able to retrieve the tip performing an additional procedure. No patient injury was reported.

Manufacturer narrative:
Actual device was not returned for evaluation; however, a sample from the same lot was evaluated. It is likely that the root cause is that the probe was bent prior to or during the procedure. The IFU includes a warning to never bend or straighten the preferred introducer cannula. It also states that failure to comply with this warning may result in patient injury.